Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a battery compartment crack and moisture contamination. Leak testing revealed a battery compartment leak. No damage or defect was found to the pump¿s internal components. Unrelated to the battery compartment crack, the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and battery compartment moisture ingress. This report is made based on results of the investigation performed on (B)(4) 2015.